Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
It was reported that the customer had been experiencing very high and low blood glucose levels. The customer's blood glucose was 35 mg/dl. The customer treated her low blood glucose with glucose tablets. The customer was able to raise her blood glucose to 50 mg/dl. Troubleshooting was done. The customer reported having cracks on her insulin pump as well. The customer stated the cracks were at the reservoir housing and battery housing of the insulin pump. The customer expressed that the damage occurred through normal wear and tear of the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.